Event description:
Additional information was received on 5 jun 2023: the patient was present. The procedure was successful other than the issue experienced with the tr band. The patient was stable following the procedure.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2's balloon had a hole in it; therefore, it did not hold any air when it was attempted for use. There was no patient injury/medical or surgical intervention required. Additional information was received on 17 may 2023: manual pressure was used to complete closure. The procedure was a heart catheterization. The tr band would not hold air. The device was not manipulated before use in any way during pre-use or during storage.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: asst director of cath lab. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.